Manufacturer narrative:
Initial and final MDR 1874917.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-dec-2023, it was reported that patient faced ten infusion set cannula kinked events. The recent occured on 16-apr-2024. The events occured after 3 hours of insertion and over 3 hours for 15-apr-2023. The insertion site was at the side of the abdomen. The blood glucose level was 260 mg/dl; between 54-500 mg/dl (3.0-27.7 mmol/l) at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.